Event description:
Allegedly the patient was revised due to the following mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility (right).

Manufacturer narrative:
After the initial report, it was determined that pain and tissue damage should be added to the incident mode.